Manufacturer narrative:
Device passed displacement test and self test. However, device received with intermittent button response during testing due to broken trace on keypad assembly. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated keypad did not reacted anymore. Customer pressed up and down buttons and they did not reacted. Customer stated ok button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis